Manufacturer narrative:
History of gastrointestinal bleeding was reported in MFR# 2916596-2018-00968. Approximate age of device -9 months, 8 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted to the emergency room (ER) on (B)(6) 2018 due to gastrointestinal bleed (gib). Patient has prior history of gib. Additional information was requested but not yet provided. Manufacturer's technical service reviewed the log file but did not find any unusual occurrences.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. Additional information was requested but not yet provided. The manufacturer is closing the file on this event.